Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to an unspecified clave port of an unspecified tubing set and was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported the option-lok male adapter of the tubing set disconnected from the clave port and unspecified volume of blood loss was noted. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).